Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced access site bleeding. The patient had oozing at the access site and their hemoglobin and hematocrit was dropping. Blood products were given to the patient and heparin was withheld. The patient remains on impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description.